Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported following a permanent implant procedure on (B)(6) 2018, (about and hour later) the patient felt weakness and numbness in the legs and could not move them. As such, the patient underwent surgical intervention wherein the system was removed resolving the reported issue.